Event description:
It was reported that while advancing the lens in the patient's eye the lens got stuck in the delivery device. The lens was halfway in the incision and halfway in the injector. The injector and lens were removed, incision was enlarged, and a backup lens was implanted without any issue. The delivery device used during this event was reported under 2031924-2014-00342.

Manufacturer narrative:
The lens was discarded by the user facility, therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.